Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 410 mg/dl at the time of the incident. Customer don't have any symptoms for high blood glucose. Customer was using auto mode feature at the time of event and was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump did not suspend to low and the cannula was not bent nor the insulin vial was exposed to extreme temperatures, expires or looks cloudy. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.